Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they experienced high and low blood glucose level. The current blood glucose level was 43 mg/dl and also greater than 500 mg/dl. The customer treated high blood glucose with bolus and injection. Customer states they experienced nausea related to high blood glucose. The insulin pump will not be returned for analysis.